Event description:
A customer reported that they observed "the needle was rusty" with the abbott diabetes care (adc) device. In addition, the customer reported "the container opened easily, normally it is hard to open, but it was very easy to open. The box was not damage or anything, but it was easy to open. The sensor tip looked greeny and moldy, and it had a black area, the part that goes against the body looked greenish. There were two deliveries at the same time and the second sensor looked fine and worked fine, it had some greenish coloring too but not as bad as the first one that was reported, the second sensor was replaced by a new one after it finished its duration and disposed of it." Furthermore, the customer reported that the sensor box did not look opened, tampered with, damaged, or previously used. There was no indication that the customer applied the device to their body, and no patient consequences were reported. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Visual inspection has been performed on the returned product. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the sensor and no issues were observed. Customer reported the needle was rusty. Applicator (B)(6) has been returned and investigated. Visual inspection has been performed on the applicator and cap. No issues were observed. Applicator had fired correctly. Sensor cap was retained within the applicator cap. The puck carrier was removed and performed visual inspection on the sharp and sharp carrier. No issues were observed. Customer¿s complaint was not observed. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that they observed "the needle was rusty" with the abbott diabetes care (adc) device. In addition, the customer reported "the container opened easily, normally it is hard to open, but it was very easy to open. The box was not damage or anything, but it was easy to open. The sensor tip looked greeny and moldy, and it had a black area, the part that goes against the body looked greenish. There were two deliveries at the same time and the second sensor looked fine and worked fine, it had some greenish coloring too but not as bad as the first one that was reported, the second sensor was replaced by a new one after it finished its duration and disposed of it." Furthermore, the customer reported that the sensor box did not look opened, tampered with, damaged, or previously used. There was no indication that the customer applied the device to their body, and no patient consequences were reported. There was no report of death, serious injury, or mistreatment associated with this event.